Manufacturer narrative:
Visual analysis and cine review were performed on the returned product. The reported bends, stretched coils, and break were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported bends, stretched coils, and break. It may be possible that the damage occurred due to interaction with the non-abbott atherectomy system or interaction with associated devices and/or anatomy during withdrawal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Cine images were provided and reviewed by an abbott vascular medical affairs expert. The review is as follows: it was reported that a emboshield nav6 was used to treat a moderately tortuous and calcified superficial femoral artery (sfa) for re-stenosis. The nav6 was paired with the jetstream over the barewire. Upon retrieval of the filter using the black retrieval catheter, it was noted that the barewire and filter were both damaged. The barewire tip did not separate as indicated in the report. The nav6 was continued to be used by the physician to complete the procedure without patient adverse events or significant delay in procedure. Reviewing the associated media, the two fluoroscopic images do show the barewire damaged. However, I cannot come to a probable cause of the event without knowing if the device was prepped, inserted, and retrieved appropriately per IFU. We also do not know if the device was used appropriately per the instructions for use, specifically, if there was a torquing action applied to the barewire which may result in wire damage and/or tip separation.

Event description:
It was reported that the procedure was performed to treat a restenosis in the superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The emboshield nav 6 embolic protection system (eps) was connected with a non-abbott atherectomy system. The procedure was completed without issue; however, when the filter was being withdrawn, the barewire was noted uncoiled [unraveled] and the filter was noted damaged. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.